Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue, and other injuries and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to severe defecatory dysfunction due to rectocele, perineal descent and anismus. It was reported that following insertion the patient experienced pain and dyspareunia. It was reported that the patient underwent colorectal surgery on (B)(6) 2012 and mesh removal/revision on (B)(6) 2012 due to pop, entrapment of pudendal nerve with severe pelvic pain.